Manufacturer narrative:
H.3. If a device evaluation and or device history, review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was loose. The following information was received by the initial with the following verbatim it was reported by the customer that this product is too heavy which dislodges ivs. There are 2 injection ports which has higher risk of infection. The needleless injection port was loose which resulted in blood flowing back into the patient bed.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of loose component/ connection issues and leak. The complaint cannot be verified, and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence.a device history record review could not be performed because a lot number was not provided by the customer. (The provided lot number did not match any records, most likely due to an omission of a number).